Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7106095.

Event description:
It was reported that the patients nerve was entrapped during the trial. Symptoms of pain near trial needle entry was noted. The physician was not sure if it was a nerve issue or just procedural pain. The patient underwent a lead pull and the explanted leads will not be returned.